Manufacturer narrative:
Good faith effort (gfe) attempts were made to the customer to obtain additional information on this complaint event. However, despite our best efforts, the customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown during operation, inexplicably. The biomed verified the batteries and they were good. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown during operation, inexplicably. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.